Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Information was reported by a health care professional (hcp) regarding a patient whose pump is used to deliver morphine. The indication for use is spinal pain. On (B)(6) 2013 it was reported that the patient was having an MRI due to back pain. It was unknown when the pain started. Information was reported by the consumer whose pump was currently used to deliver hydromorphone (2.0 mg/ml at 0.5005 mg/day). On (B)(6) 2015 the consumer reported that their pump was not working correctly and had not worked right following their last big back surgery in (B)(6) 2013. It was noted that the patient was still in pain. Further follow up was done to determine if any steps had been taken to resolve the event, if the event had resolved, and if the patient had notified their physician of the event.